Manufacturer narrative:
Initially the issue was assessed as a hemostatic valve separation. The device was received on 9/17/2020. It was observed on 9/21/2020 that the device was received in the condition reported as the hemostatic valve was found dislodged inside of hub. In addition, there was dry blood residues observed on the hemostatic valve. The body shaft was received broken near the handle. The hemostatic valve issue remains assessed as a MDR reportable issue. The issue of the body shaft was received broken near the handle was assessed as not MDR reportable. If the shaft is damaged leaving exposed wires or braid; however, the damage was close to the handle, there¿s no risk to the patient since the damage would be outside the patient¿s body. The device evaluation was completed on 9/24/2020. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. During the procedure, after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the patient¿s body, the physician prepared to insert a smart touch catheter; however, he found that about 10 ml of blood (not excessive) leaked from the sheath. The physician decided to not introduce the smart touch catheter and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small from the body and changed it to a new one. The hemostatic valve did not break into two or more separate pieces. The hemostatic valve did not detach from the sheath. No air entered the patient¿s body. No medical/surgical intervention was required. The procedure was completed successfully with no patient consequences. An analysis was performed on the pictures that were provided by the customer. According to pictures, the hemostatic valve was observed folded inside the hub. Customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find root cause of the complaint. The returned device was inspected and the hemostatic valve was found dislodged inside of hub and dry blood residues observed on the hemostatic valve. The body shaft was received broken near the handle. It was determined that the hemostatic valve which was observed dislodged could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001280 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The root cause of body shaft broken near the handle could be related with the handling of the device after the procedure. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, small, and a hemostatic valve separation issue occurred. During the procedure, after the carto vizigo¿ 8.5f bi-directional guiding sheath, small, was inserted into the patient¿s body. The physician prepared to insert a smart touch catheter. However, he found that about 10 ml of blood (not excessive) leaked from the sheath. The physician decided to not introduce the smart touch catheter, and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath, small, from the body, and changed it to a new one. The hemostatic valve did not break into two or more separate pieces. The hemostatic valve did not detach from the sheath. No air entered the patient¿s body. No medical/surgical intervention was required. The procedure was completed successfully with no patient consequences. The picture provided by the customer was reviewed and it seems like the hemostatic valve was pushed into the clear hub. The reported issue was assessed as a MDR reportable hemostatic valve separation issue.